Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she has had high blood glucose issues and that she had trouble with a defective infusion set. The customer's blood glucose at the time of incident was 400 mg/dl. Customer states that the infusion set broke off and that she feels sweaty and nauseated as a result of her high blood glucose levels. She treated her high blood glucose with manual insulin injections, and has used tape to keep the infusion set in place. Troubleshooting was initiated for serter issues, and the customer was advised to change her entire infusion set. No products were returned and an infusion set was shipped to the customer.